Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted the mesh was inextricably adherent to the small bowel. He suffered an enterotomy while the surgeon was attempting to remove the mesh from the small bowel. The bulk of the mesh was removed and the involved adherent portion of small bowel was resected. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.